Manufacturer narrative:
Electrode belt sn (B)(4) was returned to zoll manufacturing corporation. As received, the electrode belt was in biohazard contamination, so incoming functionality testing was not performed. As received, the belt had physical damage. The electrode belt cable connecting the distribution node to the rear therapy electrodes was pulled out of the dn, damaging the wires in the cable. The root cause of the strained cable is excessive force. No adverse event resulted from the damage electrode belt.

Event description:
During investigation into an unrelated issue, a reportable device malfunction was found. Electrode belt sn (B)(4) had a damaged cable.